Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360¿ infuser that was reported to have let air flow all the way through the cassette and some air got into the tubing. The pump did not alarm for any occlusion or air in line during use at approximately 1430. Normal saline was infusing when the issue was noted. The infusion set up was normal saline (ns) as the primary set and reclast as the secondary set. The infusion started on 1:32 p.m. 250 mls of normal saline fluid was in the bag when the infusion started. The healthcare provider was bedside waiting for the 250 ml flush to complete and watched the cassette empty and observed the fluid going down the entire tubing and the pump never alarmed. The vtbi and rate was 125 mls/hr. There was no fluid remaining in the primary or secondary bag. The entire 250 ml bag of ns was expected to complete as well as the 100 mls of reclast. There was patient involvement, however, there was no adverse event and no delay in therapy.

Manufacturer narrative:
The customer's complaint could not be confirmed. The device passed performance verification testing (pvt) during investigation. The customer provided a used basic primary set with list # 14678-28 lot # 5696115. The device was programmed to run the customer protocol of primary line 250 ml at a rate of 300 and second line programmed to piggyback 100 ml at a rate of 200 until the device drained both bags. The device alarmed with vtbi reach clear or add. After the air had drained both bags, the device alarmed with proximal air in line a back prime (n232) and the device stopped delivering. The device never allowed air to pass through the mechanism. With each test, the device ran alarmed with proximal air in line back prime, and then stopped delivering while not allowing air to pass through the mechanism into the distal side of the tubing. The probable cause could be (but is not limited to) partial droplets forming in the 'air in line' sensors and producing false fluid readings. The device¿s pump logs were reviewed. The power was on ac and in sleep mode since april 04. On 04/05/22: 08:37:14 gmt: the pump was unplugged from ac (to battery). At 08:37:18 gmt: the pump transitioned from sleep to power down mode (due to being powered off and on battery). At 09:09:?? Gmt: the pump powered on (from down mode to on mode). The precise time of power on is uncertain as the ce was shut down so some events were not logged (until the ce had finished booting). From the mcu timestamps on the keypresses, engineering infers that actual time of power on was within about 60 sec prior to the start of the line a program at 04:09:33. At 09:09:33 gmt: line a: program and start (cca 0/drug rule 0) in continuous with 250 ml @ 125 ml/hr. (Calculates to 2 hrs.). At 09:12:44 gmt: line b: program and start (cca 0/drug rule 0) in piggyback with 55 ml for 15 min (calculates to 220 ml/hr.). The starting of piggyback pauses line, a after line a delivered 6.6 ml. At 09:27:43 gmt: line b: piggyback vtbi complete after delivering 55.0 ml. Line a resumes. Nurse callback issued. Acknowledged and cleared 10 sec later @ 04:27:53. At 09:28:00 gmt: line b: additional volume added of 4.0 ml and piggyback restarted (still @ 220 ml/hr., calculated duration 65 sec). The starting of piggyback pauses line, a after line a delivered an additional 0.6 ml (7.2 ml total). At 09:28:17 gmt: line a: program and start in continuous with 20 ml @ 220 ml/hr. (Calculates to 5 min 27 sec). Line b piggyback manually stopped after delivering an additional 1.0 ml (total 56.0 ml) to start the line a. At 09:33:44 gmt: line a: vtbi complete after delivering the programmed 20.0 ml (total 27.2 ml). Line a on kvo @ 220 ml/hr. For 21 sec delivering an additional 1.2 ml (total 28.4 ml). At 09:34:05 gmt: line a: program and start in continuous with 250 ml @ 125 ml/hr. (Calculates to 2 hrs.). At 09:34:15 gmt: line b: additional volume added of 57.0 ml and piggyback restarted (still @ 220 ml/hr., calculated duration 15 min 32 sec). The starting of piggyback pauses line, a after line a delivered an additional 0.4 ml (28.8 ml total). At 09:49:46 gmt: line b: piggyback vtbi complete after delivering 57.0 ml. Line a resumes @ 125 ml/hr. Nurse callback issued. Acknowledged and cleared 18 sec later @ 04:50:04. At 09:50:32 gmt: line a: after delivering an additional 1.6 ml (total 30.4 ml), reprogrammed, and started in continuous with 20 ml @ 220 ml/hr. (Calculates to 5 min 27 sec). At 09:55:58 gmt: line a: vtbi complete after delivering the programmed 20.0 ml (total 50.4 ml). Line a on kvo @ 220 ml/hr. For 18 sec delivering an additional 1.1 ml (total 51.1 ml). At 09:56:17 gmt: line a: program and start in continuous with 250 ml @ 125 ml/hr. (Calculates to 2 hrs.). At 09:58:12 gmt: distal occlusion paused infusion for 5 sec then restarted by user. At 09:59:21 gmt: line b: cleared, program and start in piggyback with 260 ml for 30 min (calculates to 520 ml/hr.). The starting of piggyback pauses line, a after line a delivered an additional 6.1 ml (57.6 ml total). At 10:29:20 gmt: line b: piggyback vtbi complete after delivering 260.1 ml. Line a resumes @ 125 ml/hr. Nurse callback issued. Acknowledged and cleared 28 sec later @ 05:29:48. At 10:29:56 gmt: line b: additional volume added of 20.0 ml and piggyback restarted (still @ 520 ml/hr., calculated duration 2 min 18 sec). The starting of piggyback pauses line, a after line a delivered an additional 1.3 ml (58.9 ml total). At 10:31:47 gmt: both lines stopped by proximal air in line alarm after line b delivered an additional 15.9 ml (total 276.0 ml). At 10:32:20 gmt: back-priming for 6 seconds. At 10:32:36 gmt: line a: cleared, program and start in continuous with 20 ml @ 520 ml/hr. (Calculates to 2 min 18 sec). At 10:34:59 gmt: line a: vtbi complete after delivering 19.9 ml (total 19.9 ml). Line a on kvo @ 520 ml/hr. For 3 sec before stopped by user after delivering an additional 0.7 ml (total 20.6 ml). At 10:36:34 gmt: new patient confirmed. At 10:36:56 gmt: line a: cleared, program and start in continuous with 273 ml @ 273 ml/hr. (Calculates to 1 hr.). At 11:34:17 gmt: line a: stopped by proximal air in line alarm after delivering 261.1 ml (total 261.1 ml). At 11:35:40 gmt: line b: program and start in piggyback with 20 ml @ 273 ml/hr. (Calculates to 4 min 23 sec). At 11:38:22 gmt: line b: after delivering 12.1 ml, additional volume added of 18.0 ml and piggyback restarted (still @ 273 ml/hr., calculated duration 3 min 57 sec). At 11:42:18 gmt: line b: vtbi complete after delivering an additional 18.0 ml (total 30.1 ml). At 11:42:33 gmt: user powered pump off. Pump transitioned from on to sleep mode. At 11:42:46 gmt: pump transitioned form sleep to down mode (since powered off while on battery). At 11:55:35 gmt: pump plugged into ac. Pump transitioned to sleep mode (since on ac). At 12:17:45 gmt: user powers pump on. At 12:18:14 gmt: user confirms new patient. Lines cleared. At 12:18:29 gmt: line a: program and start in continuous with 250 ml @ 125 ml/hr. (Calculates to 2 hrs.). At 12:20:20 gmt: line b: program and start in piggyback with 100 ml for 15 min (calculates to 400 ml/hr.). The starting of piggyback pauses line, a after line a delivered 3.8 ml. At 12:35:16 gmt: both lines stopped by proximal total air in line alarm after line b delivered an additional 99.7 ml. At 12:35:26 gmt: back-priming for 4 sec. At 12:35:45 gmt: line a: program and start in continuous with 20 ml @ 400 ml/hr. (Calculates to 3 min). At 12:38:43 gmt: line a: vtbi complete after delivering 20.0 ml. Line a on kvo @ 400 ml/hr. For 22 sec before stopped by user after delivering an additional 2.3 ml (total 22.3 ml). At 12:39:05 gmt: line a: program and start in continuous with 250 ml @ 999 ml/hr. (Calculates to 15 min). Note: while programming this infusion, user entered rate 9999 ml which was rejected with a system max upper limit alert. At 12:53:39 gmt: user stopped infusion manually after delivering an additional 243.7 ml (total 266.0 ml). At 12:53:41 gmt: user powers pump off. Pump transitions from on to sleep mode. At 12:56:15 gmt: pump unplugged from ac (to battery). At 12:56:19 gmt: pump transitions from sleep to down mode (since powered off while on battery). ¿ from 12:56:19 gmt on, there was no further activity on pump until april 18. R&d engineering evaluates that the customer¿s report of infusing at 125 ml/hr. With a bag of 250 ml volume refers to the conditions when line a was first programmed after power on at 07:18:29 gmt. Engineering further evaluates that the undetected distal air event, however, did not occur until after the pump was reprogrammed for 999 ml/hr. @ 07:39:05, as it was only after that that the customer stopped using the pump, and that the pump began that 999 ml/hr. Infusion segment with an estimated bag volume of 227.7 ml (250 less the already delivered 22.3) and so delivered 38.3 ml of air (266 total delivery less estimated bag volume 227.7). Note that if part of the 250 ml bag volume had been used for initial priming of the cassette and tubing, it is possible the actual volume of undetected air may be greater than this estimate. Allowing for the customers like incorrect reporting of the initial 125 ml/hr. Rate instead of the actual 999 ml/hr. Rate in effect at the time of the incident, and the time given as the infusion time, the data is consistent with the customer¿s report. Prior to receiving this complaint from mankato clinic, ICU medical had received two similar complaints reporting undetected distal air at high infusion rates. As a result, engineering performed extensive testing of over 4500 over-programmed (dry bag) infusion scenarios using multiple devices, fluids, and cassettes at a variety of infusion rates (2999 at high rates of 750 ml/hr. Or above). The reported event was replicated during 1.1% of high-rate infusions (750 ml/hr. Or above) but was never replicated during lower rate infusions (under 750 ml/hr.). Medical has reported that good clinical practice is to program the pump for the known or closely estimated bag volume using the programmed vtbi in conjunction with air in line sensors to manage delivery of medication and prevent air being introduced into the fluid pathway. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician overprogrammed the bag volume while running the bag dry at a high infusion rate. A post market risk assessment was performed to evaluate the product risk profile because of the complaint investigations and concluded that the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue. Also noted that there are two primary mitigations currently in place: 1) the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm which, in case the air detection mechanisms do fail, would help to remove air that entered the fluid path. The investigation tested and found, as an additional optional mitigation, that ICU medical¿s air elimination filter, when added to the delivery set, successfully prevented air from being delivered to the patient. Engineering observed that the customer reported infusion start time (of 1:32 pm on 04/05/22) did not exactly match times reported by the pump. The only infusion found matching the customer¿s reported event details was logged as starting at 12:39 pm. Engineering additionally summarizes and evaluates the event as follows: 1. Nurse hung new 250 ml bag on line a at about 12:18. - it is possible the bag was overfilled somewhat (as this is common practice): say by about 10 ml for total initial bag volume of 260 ml. - probably the plum set did not need to be re-primed from the previous infusion that ended 36 min earlier. 2. Line a running 12:18:29 to 12:20:20 (delivered 3.8 ml). 3. Line b running 12:20:20 to 12:35:16. O 10 seconds of no-activity. 4. Back-priming for 4 sec @ 12:35:26 (to 12:35:30) ¿ (losing about 1 ml). - 15 seconds of no-activity. 5. Line a running 12:35:45 to 12:38:43 (delivered 20.0 ml). 6. Line a running in kvo 12:38:43 to 12:39:05 (delivered 2.3 ml). 7. Line a running 12:39:05 to 12:53:39 (delivered 243.7 ml). Based on these reported values and estimates, the initial bag of 260 ml had lost about 27.1 ml (3.8 ml + 1 ml + 20.0 ml + 2.3 ml) leaving 232.9 ml at the time the 250 ml @ 999 ml/hr. Infusion began @ 12:39 (apparent over-programmed of about 17 ml). The pump then delivered 243.7 ml before being manually stopped by the nurse at 12:53 at which point it would have delivered 232.9 ml of fluid plus about 11 ml of air. This is consistent with the customer¿s report of air down the entire length of the tubing.

Manufacturer narrative:
The complaint investigation was further updated on 2mar2023 to include the following additional summary information: extensive testing was performed by the manufacturer's r&d team. Based on the results obtained for this executed testing, no objective evidence could be found regarding any condition related to pump functionality that could be driving the air-in-line issue. Distal and proximal air voltage thresholds were inside acceptance ranges ranges. All final acceptance tests related to air sensors have passed and no issue was identified. The results obtained from the testing trials of infusions running the bag dry demonstrate that there is no pump pattern that would trigger the air in line issue.